Event description:
The physician was attempting to deliver an integrity 2.50 x 14 mm bare metal stent during the procedure. The device was removed from the packaging, inspected and prepped prior to use with no issues noted. Resistance was encountered when advancing the device, but excessive force was not applied during delivery. It was reported that stent deformation occurred in vivo during positioning and stent dislodgement also occurred. No patient complications or clinical sequelae reported. The physician believes that the event was due to use of the device in difficult lesion morphology and was procedural related.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of device (physician believes that the event was due to use of the device in difficult lesion morphology). (No device received for evaluation). No results available since no evaluation was performed - (device or procedural images were not returned for evaluation). Evaluation conclusions: known inherent risk of a procedure (stent embolism). Device failure related to patient condition (physician believes that the event was due to use of the device in difficult lesion morphology). Unable to confirm complaint (device or procedural images were not returned for evaluation). (B)(4).